Event description:
Additional information was reported by the healthcare professional on (B)(6) 2016. It was reported that the patient's mother thought they heard an alarm on (B)(6) 2016 but dismissed it because the patient had recently had a pump refill. It was noted that the hcp did not hear an alarm on (B)(6) 2016. On (B)(6) 2016 the hcp reported that the patient's concomitant medications included miralax, keppra, and trileptal. The patient's medical history includes spastic quadriplegic cerebral palsy. It was reported that the patient had been placed on oral baclofen and was referred to a neurosurgeon to have the pump replaced. The pump had been turned off and the cause of the low battery reset and safe state had not been determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 930 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 23-mar-2016 it was reported that when the pump was interrogated today it noted there was a safe state and reset alarm present. The pump logs showed the reset, reset low battery, and safe state logs occurred on (B)(6) 2016 at 03:04. A pump alarm was not heard. No patient symptoms were reported. Additional information was received on 30-mar-2016 from an hcp and it was reported that the patient had the pump reprogrammed to simple continuous at 96 mcg/day at the time of the initial call and then at a later date the pump was programmed to stopped pump mode. The pump was now alarming again. The hcp wanted to program the pump to off state now. The patient was going to be having the pump replaced at a later date. The hcp was going to call the patient and set up an appointment and then call back when the patient came in for the appointment. On (B)(6) 2016, the hcp called for the pump off code. The code was provided and it was explained where to enter it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-jul-17. The patient weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The patient's pump was explanted and replaced. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of pump identified high battery resistance. If information is provided in the future, a supplemental report will be issued.